Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing causing pacing inhibition. Programming changes were done and the patient was in a stable condition throughout the procedure. The patient will continue to be monitored.